Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient was in the emergency room and reported hearing a beeping sound from his pump. The caller stated that the patient was due for a refill, but that the managing hcp had retired and the patient did not currently have a hcp to perform the refill. No symptoms were reported. The caller was directed to have the patient locate a hcp to have the pump interrogated and refilled. No further complications have been reported as a result of this event.